Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had fractured. The rv lead had exhibited high impedance, and the lead had oversensed r-waves and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.